Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus in an esophagogastroduodenoscopy (egd) performed on (B)(6) 2022. During preparation, it was observed that the bands started to fall off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a150103 for the reportable issue of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the device was not set-up correctly. The returned ligator head had no shrink wrap. All bands were attached, and there was one band had moved from its position. The trip wire was not set-up and the suture thread was not attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible and indents felt with each 180 degrees rotation. No other problems with the device were noted. The reported event of bands prematurely deployed was not confirmed. Upon analysis, it was found that the device was not set-up correctly, the ligator head was returned without the shrink wrap, with all bands attached but there was one band had moved from its position, indicating inability of the device to deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not set-up and the suture thread was not attached to the distal trip wire loop. It was also evident that the shrink wrap was removed before performing other steps, such as securing the trip wire and attaching the suture thread to the distal trip wire loop. It is possible that the user manipulation during the removal of the shrink wrap may have affected the bands, causing the movement of one of them, indicating inability of the device to deploy. Based on all gathered information, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus in an esophagogastroduodenoscopy (egd) performed on (B)(6) 2022. During preparation, it was observed that the bands started to fall off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus in an esophagogastroduodenoscopy (egd) performed on (B)(6) 2022. During preparation, it was observed that the bands started to fall off of the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a150103 for the reportable issue of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head had one band which was moved from its position, while the rest of the bands were attached. The trip wire was not set-up correctly as it was not secured. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible and indents felt with each 180 degrees rotation. No other problems with the device were noted. The reported event of bands prematurely deployed was not confirmed. Upon analysis, it was found that ligator head had all the bands attached; however, one band on the ligator head was moved. Since the ligator head presented all the bands, the reported complaint was not confirmed; however, the device condition suggests that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. Based on the condition, unsecured trip wire, this could have affected the overall performance of the device causing the trip wire slipping through the handle assembly which contributed to an inaccurate deployment of the bands, resulting to an improper deployment of the bands. Based on all gathered information, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.